Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when attempted to be filled to 1 ml. Reportedly, the balloon was removed from the patient and the procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been thrown away and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when attempted to be filled to 1 ml. Reportedly, the balloon was removed from the patient and the procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event.